Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable had a hole in it (device breakage) causing the disposable to exhibited leakage. The patient was not getting her remodulin for a couple of hours due to sleep. And felt strange (feeling abnormal) but as soon as the cassette was changed the patient started to feel better. The patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg/ml), delivered via cadd legacy pump, (B)(6) 2019 for primary pulmonary arterial hypertension. The current dose was reported as 0.070 g/kg, continuous via intravenous (IV) route.